Event description:
It was reported that signal loss over an hour occurred on for receiver without serial number. However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(6) bluetooth pairing test was performed and failed. A review of the share logs was performed and signal loss within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).